Event description:
Pt undergoing laparoscopic cholecystectomy. Surgeon inserted endoclip ii clip applicator and it would not fire. Tried again and it fired but the clip was not secure. Removed from svc. New clip applicator obtained and functioned properly. No injury to pt. Company contacted and applicator will be returned.